Manufacturer narrative:
Visual inspection of the returned niitp6513 nanotite tm tapered certain® prevail® implant 6/5 x 13mm by the complaint investigator has found no anomalies or defects. The implant was returned intact and has not fractured. DHR review, review of sterilization records, complaint history review, and non-conformance history review did not provide any indication that the product was non-conforming. The implants associated with this event were in function for approximately 15 months. These are sterile products which would not be the direct cause of an implant failure due to infection. A root cause cannot be determined. These non-integration and loss of integration plus infection events will be tracked and trended. (B)(4).

Event description:
The doctor has indicated loss of integration, and possible infection. The implant has lost primary stability and was placed in close proximity to the sinus apically. The implant has been removed, and the area re-grafted. The doctor plans to re-implant when healing is completed.